Manufacturer narrative:
The device was returned to zoll; the malfunction was observed during initial testing, however was not duplicated after extensive testing. The bridge board and a flex cable were replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.